Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with excision of left labial lesion, due to sui. It was reported that following insertion the patient experienced vaginal scarring. It was reported that the patient underwent a partial excision of mesh on (B)(6) 2011, due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.